Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in coronary diagnostic procedure when the issue occurred, and it was completed using fluoroscopy. A philips remote service engineer (rse) examined the system by connecting with the customer remotely and confirmed that the image storage was not possible. Review of the system log file showed performance degradation of the x-ray pc ¿ disk bay. The philips field service engineer (fse) inspected the system onsite and confirmed that the disk bay of the x-ray pc was defective. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024) and it has been implemented. The fse replaced the disk bay. After the replacement, the system was returned to use in good working order.the codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable o perform x-rays due to an image storage problem. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.